Event description:
During the index procedure the patient had two endeavor sprint drug-eluting stents implanted to the lad. One day post the index procedure the patient suffered an mi. It is unknown if related to target vessel. The investigator indicated the reported event was possibly related to the study device.

Manufacturer narrative:
(B)(4).